Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 had malfunctioned and were not operational. A field service engineer replaced the boards to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.